Manufacturer narrative:
Product analysis: overheating warning was confirmed in the error log. The power supply was found to be out of electrical specification. The power supply was replaced. Usb update issue could not be confirmed. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating and shutting down, during use. It was further reported that, following a software update via the universal serial bus (usb), no device software was installed on the programmer. The software was subsequently installed via the software distribution network (sdn). The programmer was returned for service. There was no patient involvement.